Event description:
The device reportedly displayed a shock 1 abnormal message following an unsuccessful defibrillation attempt. The facility was contacted on 4/12 4/13 and 4/16 in attempts to gather further details with regard to the reported event.